Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f fast-cath introducer dilator were received for evaluation. No resistance was noted when the returned brk needle/stylet assembly was advanced through the returned dilator. However, the dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Artmt600087496 ver. A, brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the skiving is consistent with not following the instructions for use.

Event description:
During transseptal puncture with an introducer and needle for an atrial fibrillation ablation skiving occurred. The needle and sheath were prepped in the normal fashion. Using slight reshaping of the needle. The needle was advanced up the sl1 dilator with the stylet and allowed to rotate freely. Puncture was performed, the needle withdrawn, and the sheath aspirated which produced a small plastic shaving. The procedure was completed successfully without patient complications.